Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. The caller stated that a commanded 1.1 j shock and then a defibrillation threshold shock on t-wave of 1.1 j were delivered and shock impedance was 112 ohms both times. The physician suspects and technical services agreed that the high impedance is a result of calcium build up on the coil and not a fracture. The physician recognizes that the lead will need to be extracted and replaced at some point but not emergently. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement of 178 ohms. The patient had been lost to follow up and the last known lead diagnostics were all within normal limits. No adverse patient effects were reported.